Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hypoglycemia and was unconscious. The patient's mother called an ambulance. The blood glucose results and treatment provided by the paramedic's was not provided. The customer was admitted to the hospital for low blood sugar. At the hospital, the customer was treated for low blood glucose, but the type of treatment given was unknown. The results from the hospital meter were also unknown. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.